Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that they changed a patient programmer last week because it was not possible to synchronize it with the neurostimulator. The customer was now having the same problem with the new one. When they turn it on, they get a triangle with an exclamation mark in it on the symbol of the synchronization. They pressed the sync button and holds the patient programmer with the screen facing outwards, but then gets a round circle in the top left corner with a battery symbol and a dotted line. They checked in the manual and said poor communication. Our manuals had different pictures on that same page. The patient was sure that the implant was always charged correctly. The patient also puts the patient programmer on the implant correctly when synchronizing. No further complications were reported/anticipated.